Event description:
The user facility reported that the electrosurgical unit did not operate during a procedure while the pt was said to be bleeding. No additional detailed information was supplied, and there was no report of any pt harm.

Manufacturer narrative:
Olympus followed up on this report via telephone and in writing to gather additional information, however, no additional information was provided. An olympus sales representative visited the user facility, and determined that the customer had selected incorrect settings, however, no details were available regarding which settings were chosen. The device will not be returned for evaluation. If additional information is received, this report will be supplemented. The cause of the user's experience could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.